Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in therapy during night drain cycle 12. The patient's ultrafiltration reading was 1801ml, which indicates that the home patient (hp) drained 1561ml more than their maximum programmed fill volume of 1200ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a use error, as the tidal total ultra-filtration (uf) removal was set too low.